Event description:
The event is reported as: the device overheated and melted the circuit. No injuries reported. No further info available.

Manufacturer narrative:
Product has been received by MFR for eval, but investigation is incomplete at time of this report. A f/u investigation report will be sent when completed.